Event description:
In 2008, a company rep reported the pt was having issues but had few further details. On follow up with the pt's diabetes educator on the same day, she reported the pt has been experiencing elevated blood glucose readings while on his backup insulin infusion device. She stated the pt is on dialysis as he is on the waiting list for a pancreas. She said his blood glucose readings have been in the 400-600 mg/dl range. The educator stated that when she checked the pt's bolus history on his device, she discovered he had given himself a dozen boluses this morning. When she asked him why he said he "could not answer questions about this morning." She said when he has elevated readings he feels "terrible" and has a bad memory. She stated the basal rates on his backup infusion device were programmed too low and she has not adjusted that. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.